Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that during the reprocessing, nozzle was clogged. During the inspection, the foreign material in the nozzle was found. It was clarified as paper clutter. There was no report of patient injury associated with the event.

Manufacturer narrative:
The manufacturing record was reviewed and found no irregularities. Based on the following information, omsc presumed that a piece of waste cloths and paper towels, etc. Clogged in nozzle due to inappropriate reprocessing. According to the inspection result, a/w nozzle was clogged with scrapes of paper. According to the past similar case, foreign material from waste cloths and paper towels, etc. May have clogged in nozzle due to inappropriate reprocessing. IFU states as follows: if gauze that produces lint is used for reprocessing, fibers, etc. May enter channel and clog in nozzle. Clean external surfaces of device with soft brush/lint-free cloth/sponge. The exact cause of the reported event could not be conclusively determined.